Event description:
Rptr states they were coerced into having silicone implants placed rather than saline, by their surgeon and the surgeon's spouse who happens to be the surgeon's nurse. The rptr was very upset when they saw on the internet that silicone had been banned except for cases of reconstructive surgery. This surgeon charges more for silicone than for saline. Within days of the implant procedure the pt's implant had "bubbled up" and was protruding from the incision line under the skin. The rptr has also had incisional bleeding and purulent drainage. Pt also reports that the day of the initial surgery, they were the last case at the surgical clinic and the dr/nurse team "kept pushing me out the door and poured me into my car, even though I was having trouble breathing from the anesthesia." Pt reports a pulse oximeter reading of 80% upon discharge and claims the staff were just trying to close up by 6 pm. The pt has tried to have the surgeon fix the various problems with their implant but states the surgeon and their staff have been very rude and refused the pt care stating that the surgeon is retiring and no longer doing surgeries. The rptr is scared, feeling poorly and has pain in their right hand as well as not having had the other issues attended to.